Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a cotton tip applicator. The customer states that the tips are falling apart. The cotton comes off the stick.

Manufacturer narrative:
Submit date: 09/28/2016. There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. A possible root cause is that an insufficient amount of glue was dispensed onto the stick to hold the cotton. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes.